Event description:
Chemical peritonitis [slurry] [peritonitis]. Case description: a spontaneous report was received on (B)(6) 2009 from an hcp via a company rep regarding a pt who experienced chemical peritonitis after receiving sepra slurry. The pt received a slurry application of sepra around the end of 2008 and then developed chemical peritonitis. No other info was available. At the time of this report, the outcome of the pt was unk. For additional events from this reporter (B)(4).